Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
T was reported that the ilet pump wake/sleep button became unresponsive, with occasional vibration feedback but no screen wake, which prevented meal announcements and affected blood glucose management; the device was replaced and the user was instructed on shutdown and data handling. Symptoms included thirst and headache during a hyperglycemic episode, with reported glucose reaching 326 mg/dl and remaining out of range for up to two hours. Outcomes included user-performed correction by disconnecting and administering an injection, and continued cgm monitoring via dexcom app or receiver; no outside assistance or medical intervention occurred. Investigation included remote troubleshooting, review of user-provided video evidence, verification of addresses and shipping logistics, return instructions, and education on device shutdown and start-up for the replacement. Investigation of this device was confirmed and revealed a device wake/sleep button malfunction consistent with a user interface hardware failure of the pump housing/button component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the wake/sleep button.